Event description:
The ethicon stapler failed during a jejunojejunostomy procedure. The stapler did not fire correctly and did not divide the tissue.manufacturer response for stapler, cutter, surgical: noted the report.